Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. Device evaluation: only the intraocular lens (iol) was returned at the manufacturing site for evaluation. The preloaded device system, model pcb00, was not returned. Visual inspection at 10x microscope magnification showed loose particles on the lens surface that could be related to the handling of the lens out of the sterile environment. No damage or defect was observed in the lens returned. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was partially delivered into the patient's eye and then removed because it did not unfold properly. No patient injury was reported. No additional information was provided.